Event description:
It was reported that the device was explanted due to unspecified medical reason (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.